Event description:
During a catheter insertion procedure in the radiology dept the pt suffered a vessel perforation which led to hemorrhage. The pt expired shortly thereafter. It is suspected by the hospital that either the sheath/dilator assembly or the sheath itself caused the perforation. It is unknown at this time if a post-mortem exam will be conducted.